Event description:
It was reported that the programmer kept stalling when trying to save episodes. No adverse patient effect was reported. The programmer remains in service.

Event description:
It was reported that the programmer kept stalling when trying to save episodes. No adverse patient effect was reported. The programmer remains in service.